Manufacturer narrative:
We checked the returned unit and confirmed that the pcb for cmos drive fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the pcb for cmos drive. In addition, we confirmed that the electrical connector fluid damage, the insertion flexible tube (ift) buckled, the nozzle gluing missing, the angulation-down angulation decrease, the angulation-left angulation decrease, and the angulation-up angulation decrease; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).